Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unknown) with the device in semi-automatic mode, but the device would not display the pt's electrocardiogram in leads 1,2, or 3. The medics then switched the device to manual mode and successfully monitored the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.